Event description:
Client reported that the recline actuator on his chair failed to the point that it went into free fall allowing the back to come down rapidly causing "great back pain". Customer did not seek medical attention in response to injury. The DHR for this device was reviewed, device met all specifications prior to distribution. The defective component has been returned to supplier for investigation into failure and corrective action. A follow-up report will be submitted when new information is obtained.